Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 22-sep-2023. H6: investigation summary: it was reported the syringes are sticking. To aid in the investigation, three samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force per it287, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306546, lot 3178288. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd posiflush¿ normal saline syringes, the plunger was difficult to move properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that syringes are sticking. Product description: syringe prefilled flush 10ml saline 10ml posiflush luer lock sterile disposable latex free. Detail: syringes are sticking . Number of occurrences: 1.0 (bag).

Event description:
It was reported while using bd posiflush¿ normal saline syringes, the plunger was difficult to move properly. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that syringes are sticking. Product description: syringe prefilled flush 10ml saline 10ml posiflush luer lock sterile disposable latex free detail: syringes are sticking number of occurrences: 1.0 (bag).

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.